Manufacturer narrative:
(B)(4)

Event description:
On 2016-07-05, an email was received with the attached (B)(6) (B)(4). An eye care professional (ecp) at a hospital reported the following information: ¿massive corneal ulceration/microbial keratitis left eye after wearing day and night cl, possibly contact-lens related.¿ and ¿severe ulceration, not responding to antibiotics, cultures negative/no growth of bacteria. Fungal/acanthamoeba culture pending. Impaired vision.¿ the ecp reported the pt was wearing a ¿day and night contact lens.¿ no additional information was provided. Multiple attempts have been made to contact the reporting ecp to obtain additional information beginning on 2015-07-06. To date the ecp has not responded. The specific product type, lot number, and product availability for return is unknown. No investigation can be done at this time. Additional information is not expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Information initially reported on 2016-07-27: date of this report was incorrectly reported as (B)(6) 2016. The correct date should be (B)(6) 2016. Initially reported: multiple attempts have been made to contact the reporting ecp to obtain additional information beginning on (B)(4) 2015. The corrected date should be (B)(4) 2016.